Manufacturer narrative:
Follow-up #1 date of submission 02/24/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple occlusion alarms. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 355 mg/dl with diabetic ketoacidosis, large ketones, nausea, symptoms of dehydration, and shortness of breath. The reporter noted the patient was hospitalized and treated with intravenous fluids and insulin via the pump, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, a frequent and persistent occlusion alarm issue was reported. This complaint is being reported because the reported health event was attributed to a device issue.